Event description:
It was reported that a patient underwent a removal of implants right little finger, extensor tenolysisand pipj arthrolysis right little finger procedure on (B)(6) 2025 and suture was used. During the procedure, it was alerted by nurse that dr used 2x suture but both were dislodged from swage. Afterwards, dr used a 4/0 suture to continue with surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle, one used suture piece and one empty winding former were received for analysis. The product code is w9501t. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. Besides that, the suture was noted to be cut probably caused by a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h11: was alerted by nurse that dr <doctor's name> used 2x suture but both were dislodged from swage. Afterwards, dr <doctor's name> used a 4/0 suture to continue with surgery. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none. The manufacturing records could not be reviewed as the batch/lot number is unknown. ¿ when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patient. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) on dd mmm yyyy or provided from knowledge as you were present in the case? Was not present in case, alerted by nurse (B)(6).